Event description:
This lv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that rep is calling regarding lv threshold. Turned off lvpp. Lvp with rvs right after. Doesn't see morphology change and wants some tips on it. Are you over-driving the rate? Yes, going at 11 o and intrinsic is 73. Rate is staying about the same. Seeing slight morphology change. Patient has had "violent" diaphragmatic stim before. Seeing a slight morphology change and a pacing spike before every qrs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).